Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed portion of soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 402 mg/dl with ketones present, while wearing the pod between 36 and 48 hours on the abdomen. The patient noticed that the adhesive was loose, the cannula had dislodged from the infusion site and was bent. Hyperglycemia treated by applying a new pod and bolus.